Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
An integra account manager reported on behalf of the customer that on (B)(6) 2018, an a1114 mayfield infinity skull clamp was used in a two level posterior cervical fusion. During the case, the skull clamp slipped and subsequently caused a small superficial laceration on the patient's side of the face, requiring a few stitches. No further patient complications were noted and the patient's status was reported as "appropriate".

Manufacturer narrative:
The product has been returned for evaluation. The returned unit has passed all specific functional testing requirements, except for the lock having rotational movement when unit is not under pressure, this would not have caused a slippage; when unit is properly positioned and put under pressure unit would not have slipped. The device history record for lot 124 revealed no issues. The root cause analysis is undetermined.